Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that he pump battery dropped from 100% to 2% while connected to a power source. In addition the customer was unable to charge the pump successfully after the battery drop. The customer's blood glucose (bg) level was impacted (343 mg/dl). A bolus was delivered to correct elevated bg level. It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy.